Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. No unexpected rewind anomalies noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
*Customer reported via phone, the insulin pump was stuck. It kept alarming motor error and is stuck between rewind and filling the tubing. Customer stated he was not touching the device when he noticed the beeping, he was able to clear the alarm but was unable to complete the rewind sequence. Customer's blood glucose was 166 mg/dl. Troubleshooting was performed. Alarm occurred during basal. Customer doesn't recall any significant events and the device wasn't exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.